Event description:
Reported experiencing elevated blood glucose (~300 mg/dl) each morning, since. Pt believes the device is not delivering basal insulin during the night. Pt is able to successfully lower blood glucose by delivering a bolus. The device has been generating frequent cartridge/adapter alerts.